Event description:
Pt reported that the pt's back to back test readings on the pt's ss meter obtained using different finger sticks were 87 and 196 mg/dl. No symptoms were reported. Control test reading was in range. No other info provided. Lfs rep reviewed qc procedures with pt. There was no allegation of harm.